Event description:
It was reported that bd maxplus pressure rated extension set had connection issues. The following information was received by the initial reporter with the following: it was reported by the customer that when removing the IV tubing from the extension set after the patient's antibiotics finished the tip of the IV tubing broke off in the extension set. The IV tubing become stuck in the extension set. Fairly common for staff to have difficulty removing IV tubing from the extension set.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak and connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5301-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.